Event description:
The user facility reported that the case was a right femoral arterial access with a micro puncture kit and exchange for five french merit vertebral catheter over bentsen wire. The subject wire .035, 180 cm angle glide wire was inserted through a three-way stopcock to advance the catheter to the target site beyond the right carotid artery. The glidewire was removed smoothly without incident. A right cerebral angiogram was obtained. An x-ray artifact found near the area where the glidewire was previously. The patient's hair and x-ray table were inspected in an attempt to locate the external x-ray artifact; however, none was found. An abnormality was noted on the leading edge of glide wire by a tech. The tech noted it looked like a fiber on the leading edge. It was suspected that the tip of the glide wire became separated from the water body and was inside the patient. Additionally, a right cerebral angiogram was obtained. A snaer catheter system was inserted in an attempt to remove the x-ray artifact; however, it was unsuccessful as the artifact became dislodged and traveled into the distal cerebral artery. The x-ray artifact was left in the patient. The catheter and sheath were removed. The patient had previous carotid issues which led to the pipeline placement. The blood loss was less than 250cc's. Additional intervention was required in an attempt to remove the glidewire tip. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 16oct2023: there was no noted difficulty with the wire being advanced as described through the 3-way stopcock. There is no additional intervention planned to remove the wire fragment. The patient was in stable condition and was discharged for the hospital.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead neuro tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide a correction to section d1: brand name, section d4: UDI, model number, and the catalog number.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section g2, section e4, and to provide the medwatch received.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found the total length of core wire to be approximately 1800 mm (total length of the normal core wire: 1800 mm). The core wire was exposed by approximately 4mm from the distal end. Magnifying inspection of the actual sample found a fracture and a rip in the circumferential direction were observed in the outer layer in the vicinity of the exposed core wire. The outer layer was compressed inward at the outer layer fracture section. There was no anomaly in the appearance such as a scratch in the other sections. Electron microscopic inspection of the actual sample found the fracture and the rip of the outer layer were in a torn-like shape. Scratches were sporadically observed near the fracture and the rip of the outer layer. There was a fixed size cutting mark (a mark caused in the cutting process of the core wire during manufacturing) on the top surface of the core wire, which was similar to that of a current normal sample. From the investigation, there was no loss in the core wire, and the outer layer was considered to be separated partially. Dimensions of the actual sample: outer diameter of the undamaged part: it met the factory's specification. No anomaly was found. Simulation test: based on the past findings, a distal end of a guidewire was inserted in the three-way stopcock, and then the stopcock was manipulated. As a result, the distal end of the outer layer was separated exposing the core wire. The following characteristics were found in the test sample. A fracture and a rip in the circumferential direction were observed in the outer layer in the vicinity of the exposed core wire. The outer layer was compressed inward at the outer layer fracture section. The above condition was considered to be similar to that of the actual sample. According to the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. From the condition of the actual sample and the simulation test result, as one of the possibilities, it was inferred that the three-way stopcock was manipulated while the distal end of the actual sample was inserted in the stopcock, which resulted in the separation of the outer layer and the exposure of core wire. It was thought that there was no loss in the core wire and the outer layer only was missing approximately 4 mm. Ashitaka factory assures the quality of this product by performing following inspection and control. Before packaging, the distal part of the product is checked against shape drawings on 100% basis to confirm that the distal shape is within the specified range. Before and after the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as exposure of core wire.